Event description:
A customer reported that during a retinal procedure, a system message was displayed and the intraocular pressure compensation was disabled. The surgeon could not reactivate the intraocular pressure control and completed the procedure without it. The pt experienced severe hypotony for 2 seconds. The pt experienced a choroid hematoma. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).